Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) ran the hardware test application and removed the drawer's back panel. The fse cleaned and adjusted the retractor bands, reseated the row board cable, and reseated the retractor band cable. Then, the fse adjusted retractor bands and checked connections. The customer was able to recover the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had failed drawer. The customer reported that the drawer was unavailable for medication dispensing at this station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.